Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issues, customer changed the infusion set and cartridge, resumed insulin. Reportedly, the customer had been using the same cartridge for over 2 days using lispro insulin. Tandem customer technical support informed customer that lispro insulin is indicated for use with tandem supplies for 2 days. Caller understood and acknowledged.